Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was filed. The pump was returned for investigation and there were no damages noted. The root cause of the access site bleeding was most likely due to use issue. High purge pressure was noted in the case. The product was inspected and there was biomaterial seen on the impeller and in the purge gap. The root cause of the high purge pressure is due to biomaterial. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) : ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿ "be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿

Event description:
The user facility reported a 50-year-old male of unknown race undergoing coronary artery bypass grafting was implanted with an impella rp device for mechanical circulatory support. It was reported that while in the catheterization lab using the same internal jugular (ij) access site, an 8 french sheath and 15 french repositioning unit were placed when the oozing started. The physician attempted to gain vessel control using modified purse string suture, but it broke. Several more mattress sutures were place around the site until the oozing was under control. Once the patient started to wake up, they started to cough continually. This resulted in the bleeding to resume from the rp access site. Two units of blood were given, and manual pressure was applied multiple times. A pressure dressing was applied, and the patient was sent on support to the unit. The patient was reported as stable.